Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device output and telemetry communication were normal. Device image analysis indicated elevated current drain during the implant duration due to increased duty cycle of the internal circuitry caused by the firmware resulting in the reported event. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The device was cut open to enable further testing and battery was found in normal range with signs of rapid depletion, consistent with the firmware issue. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device exhibited premature battery depletion and the device was explanted and replaced. The patient was asymptomatic and stable throughout procedure.